Event description:
It was reported by service report that the scale was not working correctly. No pt involvement or adverse consequences were reported.

Manufacturer narrative:
Result: scale was functioning to specification. Event caused by untrained user not zeroing the scale prior to lay a pt on the bed, in accordance with the IFU instructions, resulting in the scale and bed exit functions unavailable.